Event description:
It was reported to boston scientific corporation in 2006 that a jagwire guidewire was used in a procedure the same day (patient age, gender and weight are unknown). According to the complainant, the jagwire guidewire was inserted into the cannula without resistance; however, when the target lesion was reached, the physician felt resistance while attempting to remove the cannula. Force was applied to remove the cannula. It was observed that approximately 2 cm of the ptfe guidewire tip was peeled. The detached ptfe was not found in the patient's body. It is expected to be in the cannula or scope. The procedure was completed with a different device (device unknown). No patient complications were reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. A visual inspection revealed a frayed sheath exposing the core wire. The cause of this failure cannot be determined.